Event description:
Device issue: none. Adverse event; distal edge dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the xience 2.75 x 15 was deployed at 14 atm to treat the mid left anterior descending artery (lad) lesion. After deployment of the stent, a dissection was observed at the distal end of the stent and the dissection required treatment with an additional 2.25 x 12 stent to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.